Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of heart failure with reduced ejection fraction (hfref), coronary artery bypass graft, coronary artery disease, chronic kidney disease, atrial fibrillation and pulmonary nodules. The perimeter of the annulus and pre-gradient were measured as 75.0mm and 36 mmhg respectively. The length of the membranous septum was 3.9 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with a 21mm, non-abbott balloon. The valve was successfully implanted at a depth of 5mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient went into left bundle branch block (lbbb) with no pacing required. A mild paravalvular leak was noted, with no intervention required since the leak was considered acceptable by the physician; post-gradient was reduced to 10 mmhg. Post-procedural 8 hours later, the patient noted to have respiratory failure, managed by overnight intubation. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. On (B)(6), the patient passed away. The cause of death was respiratory failure due to aspiration.

Manufacturer narrative:
An event of left bundle branch block, respiratory insufficiency, and subsequent patient death was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block, respiratory insufficiency, and subsequent patient death could not be conclusively determined. The reported unexpected medical intervention and prolonged hospitalization were due to case specific circumstances. Following the procedure, the patient had respiratory failure and was hospitalized for intubation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of heart failure with reduced ejection fraction (hfref), coronary artery bypass graft, coronary artery disease, chronic kidney disease, atrial fibrillation and pulmonary nodules. The perimeter of the annulus and pre-gradient were measured as 75.0mm and 36 mmhg respectively. The length of the membranous septum was 3.9 mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, pre-implantation balloon aortic valvuloplasty (pre-bav) was performed with a 21mm, non-abbott balloon. The valve was successfully implanted at a depth of 5mm on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient went into left bundle branch block (lbbb) with no pacing required. A mild paravalvular leak was noted, with no intervention required since the leak was considered acceptable by the physician; post-gradient was reduced to 10 mmhg. Post-procedural 8 hours later, the patient noted to have respiratory failure, managed by overnight intubation. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. It was noted that the patient had passed away on an unknown date.